Event description:
The pt experienced paralysis on her right side and in her face. A manufacturer's rep advised her to seek medical care immediately. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).